Manufacturer narrative:
The device has been received by anspach. If add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating during the cleaning process the "cord and hose became detached from the motor." The product was not being used in surgery. There were no injuries or medical intervention reported. There was no add'l info provided.